Event description:
It was reported that the event involved a male patient admitted via the emergency department with on going chest pain. The patient was admitted to the cath lab for an angiogram and to have an (B)(4) inserted into his right femoral artery to stabilize chest pain prior to cardiac surgery. The md attempted to insert the iab sheathless, and he described feeling resistance on insertion and stated that he manipulated the catheter to insert and found that he could not insert the iab. The md described the patient's vasculature as "poor". The (B)(6) suggested the "sheathed approach" with the same iab and this time the iab insertion was performed successfully. There were no reported patient complications. Patient outcome is reported to be stable 48 hours post event when catheter was removed.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.